Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. No deviations were found in the batch review. (B)(4).

Event description:
Medwatch received from facility stated, nurse opened primary IV tubing and found that the tubing disconnected from itself at the second port. The device was not used on a patient. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it has been discovered that medical device report has already been submitted for this condition as noted in report number 6000001-2010-01493. All necessary information in regards to the reported condition will be noted in the report mentioned.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A customer returned one actual sample of the continu-flo solution set. Visual inspection and pull testing were performed on the returned sample and a separation was noticed near the tubing bonding assembly of the y-site. The root cause is unknown at this time. In the previous medical device report it was mentioned that this report was created inadvertently and the original report is documented in report number 6000001-2010-01493. However this report is the original and was not created inadvertently.